Event description:
The material is different in structure than normal. Less smooth (B)(4) and less sticky (B)(4). According to the customer, there were none made in (B)(6) in the past and they think that it is no longer the same production process, hence a change in quality.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned samples were pasted onto the arm with the dressing downwards. The dressing remained in place and when the dressings were removed, it pulled the skin up due to the strong adhesive a review of the test results for shear adhesive and adhesion to steel at the time of release, show that all iv3000 products were within specification. The investigation did not find product defect or manufacturing process issue so no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.